Event description:
A malfunction alarm was reported with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Since the pump was out of warranty, it was not replaced.